Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampons became uncomfortable and painful to use. Vaginal pain persisted when tampon was removed. She experienced sweating, hot flashes, intermittent bleeding/spotting, constant vaginal pain from mild to severe, pain with urination and vaginal discharge. Symptoms started two years ago and progressively worsened even after she stopped tampon use. She went to her pcp several times and had tests done. She had an abnormal result from pap test which resulted non-cancerous, a biopsy of her cervix and a trans-vaginal ultrasound which were both normal. She was referred to an obgyn and had exploratory laparoscopic outpatient surgery. Obgyn found endometriosis, adhesions, and scar tissue. She had fever post-surgery. Pain medications were prescribed post-surgery. She still had sweating and hot flashes but they had gotten better. She took azithromycin in case there was an infection. All tests came back normal.